Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter and a foreign guide wire were received for evaluation. During physical investigation, the tube was found kinked at 73 cm from the tip of the catheter. The catheter was blocked with a lot of dried body material. Flushing was not possible. The insertion of the test guide wire was not possible. It was not possible to perform the aspiration test. The helix was cut from the housing for further investigation. A server blockage within the tube was found at 63 cm from the tip of the catheter. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a thrombectomy and atherectomy procedure using rotarex to treat vascular occlusion. During the procedure, the device has aspiration issues even after flushing a few times. It was further reported that the rotarex got caught on the wire. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using rotarex to treat vascular occlusion. During the procedure, the device has aspiration issues even after flushing a view times. The helix heated up and rotarex got caught on the wire. Another device was used to complete the procedure.